Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and tested the device and no issue was found.

Event description:
The customer reported to vyaire medical that lap top ventilator 1150 experience no alarm display. At this time, there is no information about patient involvement on the reported event.